Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. D1, d2, d4 (medical device catalog #), g3, g4. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a chronic catheter placement procedure using the central venous catheter. Post the procedure on (B)(6) 2025, it was repaired. After some time on (B)(6) 2025, it was found to be repaired again. Reportedly, two times it was repaired due to holes/ little tears in the catheter. There was no reported patient injury.

Event description:
On (B)(6), 2024, a patient underwent a chronic catheter placement procedure using the central venous catheter. Post the procedure on (B)(6) 2025, it was repaired. After some time on (B)(6) 2025, it was found to be repaired again. Reportedly, two times it was repaired due to holes/ little tears in the catheter. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported material puncture or hole and fracture issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 4.2f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 4.2f are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a chronic catheter placement procedure using the central venous catheter. On 25 aug 2025 it was repaired and after sometimes, it was repaired again on (B)(6) 2025. So, 2 times it was repaired due to the of holes/little tears in the catheter. There was no reported patient injury.